Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient felt pain under the left breast and the patient was admitted to the hospital. On echocardiogram, it was discovered that the lead had dislodged and perforated through the right ventricular apex. There was no pericardial effusion. The lead was explanted and a new lead was implanted successfully. The patient was stable.